Event description:
The customer contact reported that the device touchscreen does not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen did not respond when pressed. Further testing found that the touchscreen was out of calibration which was the probable cause of the nonresponsive touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.